Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, resume pump alarms. Reportedly, the customer did not observe any events leading up to the alarms. There was no reported impact to the customer's blood glucose level.